Manufacturer narrative:
The t:slim x2 basal iq user guide states: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported re-using cartridge. Tandem customer technical support informed customer that this is off label per the user guide. Customer changed out pump supplies to address the alarm and resumed insulin delivery. Customer's blood glucose level was between 150-300 mg/dl.